Manufacturer narrative:
Follow up emdr for device evaluation (B)(4): two photos samples were provided to our quality team for investigation. Upon visual inspection of the photos, it was observed that the access tip was disconnected from drainage line therefore, the reported failure mode was confirmed. A review of the internal manufacturing device record and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. Based on the quality team's investigation, the root cause of this failure is related to the method used during the manufacturing process. A corrective action project was initiated to further investigate and address this issue. Updates will be made to our work instruction for securely assembling the access tip and additional training will be performed with all manufacturing personnel. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer narrative.

Event description:
We had an issue where the tubing from a drainage line disconnected from the plastic connector that allows it to insert into the pleurx catheter. This left the pleurx open to air.

Manufacturer narrative:
Pr 1596720 initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
We had an issue where the tubing from a drainage line disconnected from the plastic connector that allows it to insert into the pleurx catheter. This left the pleurx open to air.